Event description:
It was reported that the patient presented with a dislodged left ventricular lead that was confirmed by fluoroscopy. The left ventricular lead was explanted and replaced. The patient was in stable condition.